Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the date of surgery with implant exchange is (B)(6) 2019. Mentor also became aware that rupture is only on the left side and right side capsular contracture has increased to baker grade IV. Hence, following fields have been updated on this form: - is required intervention has been selected - has been updated to (B)(6) 2019. - patient code "no code available" has been added - method code has been updated to "device not returned" this supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 12/18/2019, mentor became aware that patient suffered baker grade IV capsular contracture on the left side and the replacement used on the left side was catalog number 3502751bc; serial number (B)(6) on (B)(6) 2019. On 12/27/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/21/2020, device evaluation was completed. Device evaluation summary: the device was visually inspected and it was found with no apparent damage. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/7/2019, , mentor became aware that psr submission reference number (B)(4) and manufacturer report number (B)(4) were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a(B)(6) year old caucasian female patient underwent primary breast augmentation with 275cc mentor memorygel breast implant and was presented with bilateral capsular contracture; baker grade iii, and possible rupture. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient¿s left-sided device.